Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) proximal conductor fracture (overstress). Upon analysis, it was reported that there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during the implant procedure, there was sensing difficulty, no output pacing and high impedance. The lead was not used. No patient complications were reported as a result of this event.